Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: (B)(4). Translation: during the procedure on (B)(6) 2024, the clip applicator jammed in the patient. Only 3 clips out of 20 could be delivered. The use of another clip during the same procedure with the same batch also caused problems. A third clip was needed to overcome the problem. There were no clinical consequences for the patient. The forceps involved in the incident were not kept, but forceps from the same batch were isolated by the operating room (3 forceps). Intervention: a third clip was needed to overcome the problem. Patient status: there were no clinical consequences for the patient.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: translation: during the procedure on (B)(6) 2024, the clip applicator jammed in the patient. Only 3 clips out of 20 could be delivered. The use of another clip during the same procedure with the same batch also caused problems. A third clip was needed to overcome the problem. There were no clinical consequences for the patient. The forceps involved in the incident were not kept, but forceps from the same batch were isolated by the operating room (3 forceps). Intervention: a third clip was needed to overcome the problem. Patient status: there were no clinical consequences for the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.